Event description:
The physician's office stated the patient reported "shocking". She was scheduled for a stimulator battery replacement which she later cancelled stating she was getting it done in texas. The physician's office had not seen the patient since the procedure of late 2007. This doctor only did the surgery and did not manage the device.